Event description:
Customer reportedly obtained a result of 109mg/dl on the advantage system while unresponsive. The paramedics were called and tested customer at 39mg/dl. Ten to fifteen minutes later customer tested 35mg/dl on the paramedic's device. Customer was given an IV with unknown contents to elevate his blood glucose. Requested return of suspect system and replacement was sent.